Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced.

Event description:
New information (B)(4)2014 notes the patient experienced syncope and the lead exhibited high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.